Manufacturer narrative:
(B)(4) follow up. It was reported the reference number on the syringe does not match the reference number on the box. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show packaging blister top webs printed with a repetitive graphics process. One has the complete sku 309653 and in the same packaging blister the second graphic is missing the last digit; the number '3.' This is considered an acceptable imperfection since the graphics are correct in the first set. This imperfection could occur during the repetitive printing process. The third photo shows the packaging box label. A device history record review was completed for provided material number 309653, lots 3208289 and 3299576. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but considered acceptable.

Event description:
Additional information received. Batch# 309653; lots 3208289 and lot 3299576. Material #:309653; batch#:unknown. It was reported by customer that the ref number listed on the actual syringe does not match the reference on the box. Verbatim: rcc received a complaint via email. Email(s) attached. The ref number listed on the actual syringe does not match the reference on the box. The reference on the box is ref 309653. The reference on the syringe is ref 30965.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 3299576; batch creation date: 2023-10-26; batch expiration date: 2028-10-31; full UDI: (B)(4).

Event description:
Material #:309653; batch#: unknown. It was reported by customer that the ref number listed on the actual syringe does not match the reference on the box. Verbatim: rcc received a complaint via email. Email(s) attached. The ref number listed on the actual syringe does not match the reference on the box. The reference on the box is ref 309653. The reference on the syringe is ref 30965.